Manufacturer narrative:
Corrected data: g.3. Aware date yeah in initial medwatch was inadvertently listed as 2015 instead of 2025.

Event description:
Patient reported "firm and looks abnormal due to capsular contracture", baker grade iii, and being diagnosed with a neurological disease specified as "bell's palsy". This record is for the left side. The device was explanted.

Event description:
Patient reported "firm and looks abnormal due to capsular contracture", baker grade iii, and being diagnosed with a neurological disease specified as "bell's palsy". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.